Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator system presented for a post implant follow up, at which time the superior incision appeared red and hot. The physician prescribed antibiotics. No programming or system changes were required and no other adverse patient effects were reported.

Manufacturer narrative:
UDI: (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator system presented for a post implant follow up, at which time the superior incision appeared red and hot. The physician prescribed antibiotics. No programming or system changes were required and no other adverse patient effects were reported. Subsequent information states the implanted system has now been explanted due to ongoing unresolved infection issues. A breakdown at the xiphoid, as well as at the pocket location incision, was evident and failed to exhibit normal healing. No episodes in device history were noted. No return of product is expected and no replacement system reported at this time.